Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown. Screws and rods are implanted in the procedure but their product ID's are unknown.also it is unknown which device contributed to the reported event.

Event description:
It was reported that on: (B)(6) 2015 (detailed date unknown): posterior fixation surgery was performed on the region from the 6th thoracic vertebra to the 5th lumbar vertebra in the patient with idiopathic kyphosis using the relevant medical device (spinal screw, rods etc.). Postoperative finding (detailed date unknown): bedsore was noted. (B)(6) 2015: the implant was replaced to deal with bedsore.